Event description:
It was reported that while advancing the spring wire guide (swg) through the arrow raulerson syringe (ars) into the patient's femoral vein, at about 20cm, the swg could not be advanced or removed. As a result, the physician had to remove both the syringe and the swg together. The swg was removed in its entirety and no complications were found.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one swg, one ars and one introducer needle were returned for evaluation. Components were visually examined and measured. Swg was returned inserted through ars and needle. A portion of the swg was protruding from syringe plunger and needle tip. The 5.0 cm of swg exiting needle tip was unraveled. The straight end (proximal end) of swg was protruding from plunger, and j-bend (distal end) was protruding from needle tip; although j bend had become straightened and unraveled during use. Swg was stuck in the syringe and needle; however, it was removed along with a plug of biological material. The core wire was measured and met specifications required for this kit. Based on measured length of the broken core wire, no pieces appear to be missing. Returned swg exhibited multiple broken links. The core wire had separated from j-tip (distal) weld; however, the distal weld appears full and remains attached to unbroken coil wire and proximal weld remains intact. Under microscopic examination, it was observed that the core wire appeared slightly tapered near the broken end. The ars and needle appeared used, but typical. The needle length and outside diameter were measured and met specifications. The investigation found no evidence to suggest a manufacturing related cause. The instructions for use for this product warns about possible damage to the swg if swg is withdrawn against the needle bevel, if excessive force is used in the removal process, and also suggests using care and provides instructions when removing swg if resistance is encountered. The reported complaint of swg could not be advanced or removed once partially in the patient's femoral vein could not be confirmed through visual inspection of the returned sample. However, the visual inspection of the returned sample confirmed the swg was unraveled. Based on these circumstances, the potential cause of this issue is procedure/patient anatomy related.